Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53), the critical block and inverse critical block did not add to zero (pump error 15 alarm) and the generated if the minute event was not received from motor processor or the sw watchdog task is not running properly (pump error 19 alarm). Troubleshooting was performed but later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15, pump error 19 or pump error 53 noted. Unit successfully downloads to thump. However, the formatted history file confirmed the pump alarmed pump error 19 (line number 981 file number 114) on 06/17/2024 18:52:23.000 and pump error 53 (line number 458 file number 21107) on 06/17/2024 18:52:34.000 due to moisture damage to the pcb1 board and pcb2 board. No pump error 15 listed in the pump history download. No moisture noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. However, the pump downloaded history confirmed the pump alarmed pump error 19, pump error 53 due to moisture damage to the electronic assembly. No pump error 15 noted during testing or listed in the pump downloaded history. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.